Event description:
Subsequent to the previously filed medwatch, additional information was received: the starclose se device was used for attempted arteriotomy closure of the common femoral artery, not the superficial femoral artery as initially reported. No additional information was provided.

Event description:
It was reported that after a percutaneous transluminal coronary angioplasty procedure, arteriotomy closure was attempted of the right superficial femoral artery using a starclose se device. Reportedly, a nick-and-spread at the sheath site was performed as indicated by a 5-7mm incision of the tissue track that was made and spread down to the vessel. Although the flex-guide was kept straight and at a 45-degree angle while depressing the plunger and during thumb advancer/exchange sheath splitting, resistance was met and it was not possible to launch the clip because the clip became stuck together with the exchange sheath. The device became stuck in the vessel, but was removed after several attempts without causing vessel damage. When the device was removed the locator wings were not fully retracted. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4) removed incorrect indication for use (additional information received indicated that the device was used in the common femoral artery not the right superficial femoral artery as initially reported.)

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance met during thumb advancer/exchange sheath splitting and difficulty removing the device was confirmed. The difficulty deploying the plunger was most likely a result of the tubeset being at an angle during plunger deployment, resulting in the tubeset carving into the flex-guide and the garage tube capturing the sheath at multiple points resulting in multiple splits. Additionally, since the safety release was not used to collapse the locator wings, this resulted in the reported difficulty removing the device and the locator wings not retracting. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. In addition, the customer returned twenty-eight unused sterile starclose se devices for evaluation with the same part (14679-02) and lot number (20409k1), as the complaint device. Based on the visual inspection and functional testing of the returned sterile devices, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. Reportedly, arteriotomy closure was attempted of the right superficial femoral artery. The starclose se vascular closure system in indicated for percutaneous closure of common femoral artery access sites while reducing times to hemostasis , ambulation, and dischargeability in patient who have undergone diagnostic endovascular and interventional catheterization procedures utilizing a 5f or 6f procedural sheath. Deployment against resistance. Additionally, the thumb advancer and exchange splitting were completed against resistance. The starclose se instructions for use state under closure procedure note: keep the shaft of the device straight while advancing the thumb advancer. Do not advance the thumb advancer against excessive force. If excessive force is experienced while advancing the thumb advancer, it may potentially cause a problem with the collapse of the vessel locator wings. If excessive force is met during advancement of the thumb advancer, the device should be removed following the following steps: retract the thumb advancer back to the start arrow to lessen any interaction with the shaft. Slide the safety release button. Remove the device.